Event description:
They are returning their unit to elsg for service. The control unit gives the error code green cable connection. After checking the connection and the hand pieces (are included) the error code is the same. No further information is available. There was no reported patient consequence.